Manufacturer narrative:
Product event summary: the device was returned, analyzed, and there was a failure condition that disappeared during analysis. Preliminary analysis revealed incorrect real time telemetry (rtt) lead impedance in unipolar and no rtt impedance in bipolar mode using the physician programmer. Final function testing revealed numerous output related failures. Further analysis confirmed the lead impedance failure. However, the failure cleared after the device was opened. The device became fully functional and the failure condition could not be reestablished. As a result, the cause of the reported failure was not determined. Optical and scanning electron microscopy inspection of the stack chip scale package did not reveal any copper trace anomalies or foreign material. No hybrid anomalies were found.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the implantable pulse generator (ipg) device exhibited dash marks for the atrial and ventricular impedance measurements. Implant detect was completed one day after implant and impedance measurements were repeated, but still showed no results. The device was explanted and replaced. It was also observed that the right ventricular (rv) lead exhibited occasional t-wave oversensing (twos) during post-op evaluation. The lead was removed and re-secured to the new ipg device during the ipg replacement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.